Event description:
A customer reported that during a vitreoretinal surgery, a system message displayed and the system froze. The event occurred at the start of the procedure and the case was canceled. No incision had been made at the time, however, the patient had received peribulbar anesthesia. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).